Manufacturer narrative:
Device evaluation: lens was returned dry, in a specimen cup. Visual inspection found no visible damage to the lens and clear surgical residue/debris on product. (B)(4). Work order search: no similar claims were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter stated that a micl13.2, -8.0 diopter, implantable collamer lens was explanted because the lens was too big, to be replaced with a 12.6 length lens. There was no reported patient injury. Additional information has been requested but none has been forthcoming. Should additional information be received, a supplemental medwatch report will be submitted.